Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, e1, e2, e3, g2, g3, g6, h1, h2, h6, h10 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that as a result of the malfunction, there was a delay in procedure of approximately 30 minutes. Another device was used to complete the procedure without incident.

Manufacturer narrative:
Corrected section: d4 (expiration date). Visual examination of the provided pictures identified that the tip of the juggerstitch has fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the curved juggerstitch was broken inside the patient. The broken tip has been removed from the patient. No adverse events have been reported as a result of the malfunction.